Manufacturer narrative:
H3 was updated to "yes".

Manufacturer narrative:
Cracks and a large puncture were observed on the top and bottom housing. The reservoir and pcb were heavily damaged and corroded. The observed internal damage aligns with damage to the bottom housing and housing vent, indicating that these damages occurred post-use. Due to the sustained pcb damage, data was unavailable. As such, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. Due to the loss of data, it could not be determined if the internal cannula tear is in any way linked to the reported alarm. It is unknown to what extent, if any, the observed post-use damage may have contributed to the observed corrosion via fluid ingress due to the identification of an internal leak. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone 14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a pod alarm occurred during operation after approximately 4-24 hours of wear on the arm. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation and a torn cannula was identified.